Manufacturer narrative:
The lens was returned positioned incorrectly (posterior surface up) in the lens case inside the opened peel pouch placed inside the opened carton. Solution was dried on the lens. One haptic has a deep scrape mark across the anterior surface of the distal tip. The damage was similar in appearance to lens case related damage. The lens would have been originally placed anterior surface up in the lens case. Product history records were reviewed and the documentation indicated the product met release criteria. The viscoelastic information was not provided. The root cause cannot be determined for the complaint. One haptic has a deep scrape mark across the anterior surface of the distal tip. The damage was typical in appearance to lens case related damage. Based on the observation of the damage location on the anterior surface, this suggests the lens has been replaced into the lens for return shipment. The presence of the solution on the returned sample was evidence that the product was subjected to handling. Due to the presence of surgical solution, we are unable to verify that the damage was present when opened. There was one other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported with description of defective intraocular lens (iol). Additional information has been requested.